Event description:
It was reported that this right atrial (ra) lead was suspected to have been damaged while the patient was undergoing a procedure, so as a result it was explanted. A new device was implanted. No additional patient effects were reported.